Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched case, pillowing keypad overlay, fading serial number label and minor scratched lcd window. Unable to communicate properly with the guardian link sensor simulator and the mini link transmitter problem isolated to electronics assembly.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that his charger is not working for his transmitter and the reservoir ring is missing. The customer was able to lock reservoir in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.